Manufacturer narrative:
The device history records were reviewed, and there were not discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. During insertion, the capsular bag tore. Intervention was performed in order to remove and replace the iol and suture the incision.